Manufacturer narrative:
Product event summary: the device was returned and analyzed. Visual inspection of the mapping catheter showed that the introducer was removed from the shaft. The introducer should not be removed from the catheter shaft as it cannot be re-inserted due to the curvature of the distal loop. Also, there was a kink on both the shaft and the loop (misshape). The pebax tube was ribbed which confirmed the compatibility issue. The mapping electrodes were intact with no issues. In conclusion, the reported introducer stuck issue and the electrode damage were not confirmed through the testing. The catheter failed the returned product inspection due to the introducer being removed from the mapping shaft by user, a shaft kink, a misshape loop and a pebax tube was ribbed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the loop of the mapping catheter "was not accepted with the introduction guide". The electrodes were suspected to be broken. The mapping catheter was replaced and the case was completed with cryo. The mapping catheter subsequently tested out of specification per the manufacturer's investigation. No patient complications have been reported as a result of this event.